Event description:
General report received of an unspecified number of undocumented incidents of difficulty in removing the piercing pins from the solution containers. On unspecified dates, the tubing sets were being used for epidural deliveries of unspecified concentrations of fentanyl and bupivacaine, at unspecified rates. It was reported that when the piercing pins were removed from the administration ports of the solution containers, it was reported that the staff experienced extreme difficulty removing the piercing pins from the solution containers. The customer contact indicated that there were no reported injuries to any staff. The therapies were resumed with the same tubing sets. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.